Event description:
It was reported that during a procedure, issues were experienced with the loading and firing of the device and some clips were malformed. The surgeon was able to squeeze the handle and the jaws were able to close. Some clips loaded properly into the jaws and some were able to be fired from the device, with some clips forming correctly and others being malformed. A new clip was used to resolve the issue. No component of the device disengaged into the cavity of the patient. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.